Event description:
It was reported that during a meniscus repair procedure, the t1 implant of the fast-fix flex pulled out from the meniscus after deployment on full depth. It is unknown how the procedure was completed or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the t1 implant of the fast-fix flex pulled out from the meniscus after deployment on full depth. The t2 implant was not deployed yet when the t1 implant pulled out. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It was confirmed that t2 implant had not been deployed yet when the t1 pulled out. Thus, no medical intervention was required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Correction in b1.